Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The plunger seal was broken. The bottom seal was intact however. The top case was cracked by the tubing guides and corners. The bottom case tabs were broken. Both plunger cases were cracked, and the unit was missing the plunger case seal. A review of the event history log revealed a battery communication timeout. The pump was powered on, and the battery diagnostics were checked. The battery communication timeout at power up was observed; all battery values were zero. The customer reported product problem (battery/ base not communicating) was therefore confirmed. This product problem occurred as a result of an inoperable battery due to normal wear. The battery was over six years old. The battery was replaced and the pump underwent repairs (aforementioned components) and general preventative maintenance. The pump subsequently passed all the functional tests.

Event description:
It was reported that the medfusion pump displayed a battery/base not communicating error. No patient injury or complications were reported in relation to this event.